Manufacturer narrative:
A specific root cause could not be determined based on the information provided. The samples were requested for investigation, but could not be provided. Further investigation was not possible without the samples. For patient one, the observed difference could be due to an interference, but this could not be confirmed. For patient two, an interference can be excluded because the first result was not reproduced on the same instrument. Additional information required for investigation has been requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable thyrotropin (tsh) results for an unspecified number of patient samples. Data was provided for two patient samples. Both samples were found to have erroneous tsh results. The first patient sample initially resulted as 9.36 uiu/ml and this value was reported to the physician. The sample was repeated on the same analyzer and resulted as 4.36 uiu/ml on (B)(6) 2014. The second patient sample, from a (B)(6) year old female, initially resulted as 6.43 uiu/ml and this value was reported to the physician. The sample was also tested on an abbott architect analyzer on (B)(6) 2014 and resulted as 2.52 uiu/ml. The 2.52 uiu/ml value was reported outside of the laboratory. The patients were not adversely affected. The tsh reagent lot number was 179137 with an expiration date of 04/30/2015.